Event description:
The customer informed siemens on (B)(4) 2014 that when using work stream 4d functionality for head CT's, artifacts can be found in the images. This could potentially lead to mis-diagnosis; however, there is no report of pt injury or mistreatment.

Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4) 2014. This MDR is being mailed on (B)(4) 2014. Siemens' investigation is on-going. A supplemental report will be submitted upon completion of the investigation.